Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the stuck gripper line. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The mitraclip clip delivery system (cds) was inserted into the anatomy, but there was difficulty grasping both leaflets simultaneously. There was difficulty with the transseptal puncture and the anteriorly-directed trajectory was close to the aorta. Plus knob and a knob curves were added to the steerable guide catheter and the cds to reach the desired location on the leaflets. After approximately two hours of attempting to grasp the leaflets, a grasp was made with excellent mr reduction. The mitraclip was ready to be deployed but when the gripper line removability was tested, the gripper line did not move at all. Trouble-shooting was performed, but the result was the same. It was decided to release this grasp and remove the undeployed cds. The procedure was aborted with unchanged mr grade 4. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: inspection and testing were performed on the returned device. The reported inability to remove the gripper line and the subsequent gripper line break from the inability to remove the gripper line were confirmed during testing. These were related to the rotated heart and difficulties with the transseptal puncture etc., which could result in increased tension on the device. The inability to remove the gripper line resulted in the observed gripper line break. Failure to adhere or bond (leaflet grasping, and leaflet capture) could not be replicated in testing environment and appears to be a result of the combination of challenging patient morphology/pathology and procedural conditions (visualization issues). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Review of the complaint history did not indicate a lot-specific quality issue. There is no indication of product quality issue with respect to manufacture, design or labeling.